Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation.

Event description:
We received a report from a distributor stating that the power cord on an hc500 respiratory humidifier was damaged. The damage was reportedly found prior to the device being used on a patient.